Manufacturer narrative:
(B)(6) 2015 11:28 am (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The product was not available for manufacturer's laboratory investigation. More than 3 good faith efforts were made in order to find out more information about the failure occurred. It is still unclear from where exactly (which outlet) at the oxygenator the blood was leaking. Based on this a review for similar complaints could not be performed. A confirmation of the failure is not possible. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
According to the customer: leak observed from pressure monitoring outlet on arterial side of hmo. Product used for duration of case. (B)(4).

Manufacturer narrative:
On (B)(6) 2015 12:15 pm (gmt-5:00) added by (B)(6) ((B)(4)): an update was provided by the ssu and the location of the failure is now known. The leakage occured from the luer lock port on the arterial side. A review for similar complaints is possible now. A review for a similar complaint was performed and a similar complaint was found. The investigation results of the similar complaint are as follows: the returned sample was leak tested using water at a pressure of 1.5 bar and leakage was found at the valve seat luer lock of the 2 way valve at the blood outlet. Upon microscopic examination it was determined that a crack were present at the luer lock of the valve seat. Based on the similar complaint investigation the reported failure could be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).